Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, it could not be determined what the white foreign material was residing inside the air/water cylinder. There was no damage to the area where the foreign material was detected, and it was unknown if the reprocessing was performed according to the instructions for use. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device returned: the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited residual whitish foreign material inside the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additional information: h6, h11. Correction to h11 of the supplemental report: foreign material/corrosion was also found around the forceps elevator screw. The device was re-evaluated where an additional potential adverse event was confirmed where the adhesive between the distal end and server plug in had a gap. Based on the results of the investigation, the gap between the distal end and server plug in is likely due to physical stress applied to the device such as hitting or dropping the distal end of the scope. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ important information ¿ please read before use warning:do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.